Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to aseptic loosening of the femoral component. The femoral component and insert were revised. There are no allegations against the liner.